Event description:
It was reported that pump display had ink blots which caused difficulties with reading and interacting with the touchscreen. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.